Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported entrapment of device (clip becoming caught in anatomy) resulting in slda appears to be related to patient conditions and due to a dense chordae structure at the mitral valve. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation, an enlarged atrium, and dense chordae structure for a mitraclip procedure. The steerable guide catheter (sgc) and clip delivery system (cds) were introduced into the anatomy. The clip grasped the anterior and posterior leaflet simultaneously. The result was not satisfactory and the clip was repositioned. During an attempt to re-grasp the leaflets, the clip got stuck in the chordae. Troubleshooting maneuvers were performed to free the clip from the chordae, but nothing worked. Therefore, the clip was implanted where it was stuck with both leaflets grasped. After deployment the clip detached from the posterior leaflet and resulted in a single leaflet device attachment (slda). A second clip was placed next to the slda and reduced the mr to grade 1. There were no adverse patient sequelae.